Event description:
Boston scientific received information that an alert was issued by the remote home monitoring system for a high out of range shock impedance measurement on the right ventricular (rv) lead. Review of the data revealed that the lead had fluctuating impedances over the last month with a couple measurements reaching greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested troubleshooting techniques to ensure the integrity of the implanted system. Additional information was received from the field representative that the patient was brought into the office for evaluation. Upon interrogation the shock impedance measurement was within range and no issues were seen when isometrics were performed. It was noted that all other lead measurements were stable and within range. Subsequently the physician opted to monitor the situation and no changes were made to the system. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought in for induction testing due to continued remote monitoring alerts for high out of range shock impedances. The induction testing found the shock impedance within range at 83 ohms with a 1.1 joule shock and approximately 87 ohms with a 41 joule shock. Subsequently the physician opted to continue monitoring the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.